Event description:
End user alleges that two 2000cc drainage bag leaked. MFR medikmark sells to customer (B)(6) the following kits: foley catheter insertion tray medical kits. These kids include several devices, including drainage bags. The bags are manufactured and provided by customer; i.e., (B)(6) manufactures and ships to medikmark the bags to be included in the kits, and then medikmark ships the finished kits and the bags back to (B)(6). (B)(6) contacted medikmark to let medikmark know that (B)(6) had rec'd complaints about leaking bags from (B)(6) customer ponte vedra plastic surgery. (B)(6) did not have any sample devices returned. (B)(6) requested medikmark conduct a DHR review and provide (B)(6) with lot #. Medikmark reviewed DHR; review showed no issues during kit assembly. Medikmark reviewed complaint file for past two years; no complaints of this nature.